Manufacturer narrative:
(B)(4). Batch # m56917. The analysis found that one pve35a device was returned in good visual condition and with one cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a video assisted thoracoscopic lobectomy procedure, the surgeon had fired the stapler twice and all worked correctly however on the third firing over the pa the stapler fired i.e. The knife blade moved forward but it stopped at the end of the anvil and did not automatically return to its housing. This meant that the gun was stuck closed over the patients pa so the surgeon panicked and activated the manual override to be able to release the gun from the patient. Luckily the reload had fired correctly and there was no bleeding or further problem." Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. The patient is in stable condition.